Event description:
A physician reported that the surgeon reported that the opaque bubble layer and vertical gas breakthrough. The surgeon ultimately decided not to lift the flap and converted the procedure to surface ablation. On inspection of patent interface, it was identified that there is an abnormal mark at the tunnel area. There was no reported patient harm. The procedure on the left eye was completed without any complications.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during this period. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of fifty one microns. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The canal spot was set at the recommended canal spot setting is four microns. The thickness of the flap was thinner than the recommended flap thickness throughout the treatment day the error message ¿error during focus control. Please eliminate error and confirm!¿ was shown twelve times. The error message ¿error beam control check/focus control. Check product documentation please eliminate error and confirm!¿ was shown once. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During a service case opened for multiple beam control check errors the local field service engineer replaced the application interface. It was reported, that the patient interfaces were harder to insert. No complaint-related product was received for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - no problem found". The manufacturer internal reference number is: (B)(4).